Event description:
User facility stated that the pump ran away causing over distention of the elbow. There were no alarms. Case was aborted. No additional intervention was required at that time. In 5/2003 additional info was received. Pt required a fasciotomy and open wound debridement. Actual date of additional procedure is unknown. Pt's hosp stay was increased to a week.